Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 67 mg/dl. Reportedly, the user bolused for food at night and did not eat enough to cover the insulin that was delivered. The user addressed bg level by eating food.